Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 450cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture of her right prosthesis as well as baker grade IV capsular contracture of her right breast, which were confirmed via mammogram and ultrasound. As a result, the patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants on an undisclosed date. The patient¿s left prosthesis was discovered to be ruptured upon removal. There were no procedural delays or patient consequences reported due to the rupture discovered during removal surgery. This report is for the left implant. Refer to manufacturing report number 1645337-2024-04050 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 06, 2024, mentor received the device for evaluation as well as additional information. Date of explant was added as (B)(6) 2024. On may 07, 2024, mentor completed a visual inspection, microscopic examination, and thickness measurement of the returned device.. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear between the union of the shell and patch and extending 4.0 cm to the posterior view. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).